Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The coin battery was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.